Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain /severe pain / pain"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding") in a 26-year-old female patient who had essure (batch no. 627097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2000, (B)(6) 2005 and (B)(6) 2008), laceration of finger, unilateral leg pain, skin ulcer, shortness of breath, dizziness, cervical dysplasia, cervical intraepithelial neoplasia ii, flank pain and abdominal pain lower. No hyperplasia or neoplasia. Previously administered products included for an unreported indication: mirena from 2006 to 2007. Concurrent conditions included endocervical polyp, ovarian serous cystadenofibroma, diarrhea, bloating, vaginal bleeding, menstrual disorder nos, dysmenorrhea, paraovarian cyst and pelvic adhesions. Concomitant products included bactrim (bactrim ds) from (B)(6) 2015 to (B)(6) 2015 for lower limb wound, diphenhydramine hydrochloride (benadryl) since (B)(6) 2016 and tramadol hydrochloride (ultram) for shortness of breath and dizziness, chlorinated soda solution (dakin's solution) from (B)(6) 2015 to (B)(6) 2015 for traumatic ulcer as well as benzonatate since (B)(6) 2015, clindamycin since (B)(6) 2009, ibuprofen since 2008, naproxen sodium since (B)(6) 2016, oxycodone/apap since 2008, panadeine co (tylenol #3), prednisone since (B)(6) 2016 and tramadol since (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, 2 years 9 months after insertion of essure, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2014, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss / excessive hair loss"), fatigue ("fatigue"), arthralgia ("hip pain / ankle pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), abdominal distension ("abdominal bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("hypersensitivity reaction") with allergy to metals and rash, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and diarrhoea ("diarrhea"). The patient was treated with oxycocet (percocet), ketorolac tromethamine (toradol), ciprofloxacin (cipro), vicodin (lortab), surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy-davinci robotic laparoscopy), surgery (endometrial ablation with novasure/d & c hysteroscopy) and surgery (endometrial ablation with novasure/d&c). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the uterine haemorrhage, genital haemorrhage, urinary tract infection, alopecia, weight increased, fatigue, arthralgia, pelvic discomfort, menorrhagia, abdominal pain, back pain, dyspareunia, abdominal distension, vaginal haemorrhage, hypersensitivity, female sexual dysfunction, migraine, headache, nausea, vaginal discharge and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: pre-op and post-op diagnosis: pain, pelvic, female, dysmenorrhea abnormal uterine bleeding left fimbrial cyst and pelvic adhesions. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion. Ultrasound scan - on an unknown date: abnormal uterine bleeding, pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abnormal uterine bleeding, vaginal bleeding and menstrual problem. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain /severe pain / pain'), uterine haemorrhage ('abnormal uterine bleeding') and genital haemorrhage ('abnormal bleeding') in a 26-year-old female patient who had essure (batch no. 627097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 ((B)(6) 2000, (B)(6) 2005 and (B)(6)2008), laceration of finger, unilateral leg pain, skin ulcer, shortness of breath, dizziness, cervical dysplasia, cervical intraepithelial neoplasia ii, flank pain and abdominal pain lower. No hyperplasia or neoplasia. Previously administered products included for an unreported indication: mirena from 2006 to 2007. Concurrent conditions included endocervical polyp, ovarian serous cystadenofibroma, diarrhea, bloating, vaginal bleeding, menstrual disorder nos, dysmenorrhea, paraovarian cyst and pelvic adhesions. Concomitant products included sulfamethoxazole;trimethoprim (bactrim ds) from (B)(6) 2015 to (B)(6) 2015 for lower limb wound, diphenhydramine hydrochloride since (B)(6) 2016 and tramadol hydrochloride (ultram) for shortness of breath and dizziness, chlorinated soda solution (dakin's solution) from (B)(6) 2015 to (B)(6) 2015 for traumatic ulcer as well as benzonatate since (B)(6) 2015, clindamycin since (B)(6) 2009, codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen since 2008, naproxen sodium since (B)(6) 2016, oxycodone/apap since 2008, prednisone since (B)(6) 2016 and tramadol since (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, the patient experienced urinary tract infection ("urinary tract infection"), 2 years 9 months after insertion of essure. On (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On (B)(6)2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss / excessive hair loss"), fatigue ("fatigue"), arthralgia ("hip pain / ankle pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), abdominal distension ("abdominal bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("hypersensitivity reaction") with allergy to metals and rash, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), diarrhoea ("diarrhea") and urticaria ("hives"). The patient was treated with ketorolac tromethamine (toradol), oxycodone hydrochloride;paracetamol (percocet), ciprofloxacin (cipro), and surgery (endometrial ablation with novasure/d&c, total hysterectomy (uterus and cervix removed) bilateral salpingectomy-davinci robotic laparoscopy and endometrial ablation with novasure/d & c hysteroscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, alopecia, fatigue, vaginal discharge and urticaria had resolved and the uterine haemorrhage, weight increased, arthralgia, pelvic discomfort, menorrhagia, abdominal pain, back pain, dyspareunia, abdominal distension, vaginal haemorrhage, hypersensitivity, female sexual dysfunction, migraine, headache, nausea and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, urinary tract infection, urticaria, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: pre-op and post-op diagnosis: pain, pelvic, female, dysmenorrhea abnormal uterine bleeding left fimbrial cyst and pelvic adhesions. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: results: total bilateral occlusion. Ultrasound scan - on an unknown date: results: abnormal uterine bleeding, pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abnormal uterine bleeding, vaginal bleeding and menstrual problem. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received : event hives added. Event outcome updated for pain, bleeding, hair loss, fatigue, hives, urinary tract infection and vaginal discharge to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain /severe pain / pain"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding") in a 26-year-old female patient who had essure (batch no. 627097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 200, (B)(6) 2005 and (B)(6) 2008), laceration of finger, unilateral leg pain, skin ulcer, shortness of breath, dizziness, cervical dysplasia, cervical intraepithelial neoplasia ii and flank pain. Previously administered products included for an unreported indication: mirena from 2006 to 2007. Concomitant products included bactrim (bactrim ds) from (B)(6) 2015 to (B)(6) 2015 for lower limb wound, diphenhydramine hydrochloride (benadryl) since (B)(6)2016 and tramadol hydrochloride (ultram) for shortness of breath and dizziness, chlorinated soda solution (dakin's solution) from (B)(6)2015 for traumatic ulcer as well as benzonatate since (B)(6)2015, clindamycin since (B)(6)2009, ibuprofen since 2008, naproxen sodium since (B)(6)2016, oxycodone/apap since 2008, panadeine co (tylenol #3), prednisone since (B)(6)2016 and tramadol since (B)(6)2016. On (B)(6)2008, the patient had essure inserted. On (B)(6)2011, 2 years 9 months after insertion of essure, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6)2014, the patient experienced weight increased ("weight gain"). On (B)(6)2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2016, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss / excessive hair loss"), fatigue ("fatigue"), arthralgia ("hip pain / ankle pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), abdominal distension ("abdominal bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("hypersensitivity reaction") with allergy to metals and rash, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and diarrhoea ("diarrhea"). The patient was treated with oxycocet (percocet), ketorolac tromethamine (toradol), ciprofloxacin (cipro), vicodin (lortab), surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy-davinci robotic laparoscopy) and surgery (endometrial ablation with novasure/d & c hysteroscopy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain was resolving and the uterine haemorrhage, genital haemorrhage, urinary tract infection, alopecia, weight increased, fatigue, arthralgia, pelvic discomfort, menorrhagia, abdominal pain, back pain, dyspareunia, abdominal distension, vaginal haemorrhage, hypersensitivity, female sexual dysfunction, migraine, headache, nausea, vaginal discharge and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received, reporter, patient historical and concomitant condition, historical, concomitant and treatment drug added, lot number added, events added as follows:- genital haemorrhage, vaginal haemorrhage, hypersensitivity, female sexual dysfunction, urinary tract infection, migraine, headaches, nausea, vaginal discharge, abnormal uterine bleeding, dysmenorrhea, diarrhea. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), alopecia ("hair loss"), weight increased ("weight gain"), fatigue ("fatigue"), arthralgia ("hip pain") and allergy to metals ("allergic reactions to the metal in the device"). The patient was treated with surgery (removal of essure on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, alopecia, weight increased, fatigue, arthralgia and allergy to metals outcome was unknown. The reporter considered pelvic pain, alopecia, weight increased, fatigue, arthralgia and allergy to metals to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented chronic pelvic pain. The removal of micro-inserts was performed around 8 years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure, plaintiff experienced chronic pelvic pain. Considering the nature of the event causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain /severe pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), alopecia ("hair loss / excessive hair loss"), weight increased ("weight gain"), fatigue ("fatigue"), arthralgia ("hip pain"), allergy to metals ("allergic reactions to the metal in the device") with rash, pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse") and abdominal distension ("abdominal bloating"). The patient was treated with surgery (removal of essure on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, alopecia, weight increased, fatigue, arthralgia, allergy to metals, pelvic discomfort, menorrhagia, abdominal pain, back pain, dyspareunia and abdominal distension outcome was unknown. The reporter considered pelvic pain, alopecia, weight increased, fatigue, arthralgia, allergy to metals, pelvic discomfort, menorrhagia, abdominal pain, back pain, dyspareunia and abdominal distension to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was her coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality safety evaluation of ptc. On (B)(6) 2017: events added. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented chronic pelvic pain. The removal of micro-inserts was performed around 8 years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure, plaintiff experienced chronic pelvic pain. Considering the nature of the event causality cannot be excluded. This case was regarded as incident, since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.